Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
Consumer reporting alleged 2 false negative results on day 1 and day 2 of mild symptoms. Consumer communicated they tested positive on day 3. It is unknown if confirmation testing was performed. (Report 2 of 2 results).